Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's internal battery is not chargeable and failed the negative flow calibration test. The device's internal battery was replaced to address the charging issue. The device was also recalibrated to address the negative flow issue. Additionally, the inlet air path assembly and removable air path foam were replaced per remediation. Also, the feet were missing. Device passed all final testing.